Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The complaint was confirmed as finding the distal tip was damaged through melting, leaving the tip with a sharp edge. No additional defect or damage was noted. A review of the device history record(DHR) found no deviations that could have caused or contributed to the reported issue. Dhrs provided do not include packaging or labeling operations. For this reason, the final manufacture date is april 2014. Based on the results of the investigation, the reported failure was most likely due to user mishandling. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active." (Warnings #8, page 4). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the tip is chipping. There was no harm or user injury reported due to the event.